Event description:
A nurse called lifecor customer support to report that when she attempted to charge one of a female patient's battery packs, the "battery with the slash icon came on". She stated that she examined the battery pack and the "pins were bent". She then check the charger and "the pins in there were bent as well". She commented that it "looked like someone jammed it" support requested that she check the monitor for bet pins. The nurse reported no bent pins in the monitor. She stated that the last time this battery was used "it did not have bent pins". A replacement battery pack and charger were provided.